Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/24/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a pulmonary vein isolation ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter. After left pulmonary vein isolation, while ablating the left atrial roof, a tamponade was detected in the right ventricle via soundstar catheter. When the patient became hypotensive, ablation was stopped, and the tamponade was confirmed via echocardiography. Pericardiocentesis yielded an unspecified amount of fluid. Blood pressure stabilized post-intervention. Patient was transferred out of the electrophysiology lab. There is no information regarding extended hospitalization. Patient¿s condition has improved. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17610716l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: soundstar catheter. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After left pulmonary vein isolation, while ablating the left atrial roof, a tamponade was detected in the right ventricle via soundstar catheter. When the patient became hypotensive, ablation was stopped, and the tamponade was confirmed via echocardiography. Pericardiocentesis yielded an unspecified amount of fluid. Blood pressure stabilized post-intervention. Patient was transferred out of the electrophysiology lab. There is no information regarding extended hospitalization. Patient¿s condition has improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the use of the non-biosense webster, inc. Bi-directional guiding sheath near the left atrial appendage (laa), may have resulted in a perforation. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator parameters included power control mode at 25 watts on the posterior wall and 30 watts on the anterior wall with contact forces ranging from approximately 8-20 grams. There is no information regarding power titration. There is no information regarding overall ablation time and last ablation cycle time at the site of injury. There is no information regarding irrigated catheter flow setting or anticoagulation during the procedure. There is no information regarding shaft proximity interference value, catheter proximity, or catheter zeroing. There were no errors reported on any biosense webster, inc. Equipment during the procedure.